Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, while looking for the left superior pulmonary vein, the patient became hypotensive. No movement of the heart was seen under x-ray. An ultrasound of the heart was performed, and a tamponade was noted. A pericardial puncture was performed to remove the blood. The patient was brought to the intensive care unit and was hospitalized. The bleeding recovered. It was noted the balloon catheter and sheath were in the left atrium at the time the hypotension was recognized. No further patient complications have been reported as a result of this event.